Event description:
Device 1 of 4. Reference manufacturer reports: 1627487-2011-01484, 1627487-2011-01485 and 1627487-2011-01486. The patient received his scs system, including an ipg, three percutaneous leads (from two separate lots), and an extension, on (B)(6) 2008. It was reported that the patient lost stimulation. Diagnostic tests exhibited invalid impedance measurements on all lead contacts. An x-ray showed a lead fracture. It was also reported that the patient had lost a great deal of weight, and he complained of extreme pain over the ipg site. The system was explanted and replaced with a different model ipg and two leads on (B)(6) 2011. No further patient complications were reported.

Manufacturer narrative:
Manufacturer's evaluation: the ipg was not analyzed as the complaint of discomfort could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.